Event description:
During a remote follow-up, increased pacing impedance was observed on the left ventricular (lv) lead. Insulation lead damage was suspected but not confirmed. No intervention has been performed. The patient is stable.